Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent was damage post-deployment occurred. The target lesion was located in the left common core vessel. A 4.00 x 12 synergy drug-eluting stent was used for treatment. However, after deployment of the stent at 11 atmospheres it was noted that the stent was fractured on the distal second third segment following post dilation with an unspecified 4.5x10mm balloon catheter. Upon stent boost, the procedure was completed with a 4.5/12 non-bsc stent. There were no patient complications reported.